Event description:
It was reported to ventec that the vocsn device was displaying a "patient circuit disconnect" alarm during an event. The respiratory therapist (rt) was present and immediately observed that the patient circuit (adult, passive, heated, oxygen, blue) had broken. The rt then changed out the patient circuit to resolve the reported issue. There was patient involvement associated with the reported event, however, there was no patient harm as a result of the reported issue. The patient remained stable throughout the event. Additionally, the initial reporter did not provide the vocsn serial number, or the lot code of the broken patient circuit. As a result, section d4 (serial number, lot code and UDI number) are "unknown", and section h4 (device manufacturing date) shall be left blank. Section d4 model number and catalog number reflects the information known about the patient circuit.

Manufacturer narrative:
H6: the reporter provided ventec with a photograph confirming that the patient circuit had broken. The broken patient circuit was not returned to ventec for evaluation. The cause of the report issue could not be conclusively determined. H3 other text : not returned to manufacturer.